Event description:
It was reported the spring wire guide bent during insertion. The issue occured with 3 devices on the same patient and a fourth attempt was successful. No patient harm was reported. The patient's condition is reported as fine. The additional devices are captured in MDR # 9680794-2022-00531 and 9680794-2022-00526.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of kinked spring wire guide was not able to be confirmed by the photo. The photo only displayed the product lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered when attempting to remove spring-wire guide after catheter placement, spring-wire may be kinked about tip of catheter within vessel. To minimize the risk of spring-wire guide damage withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of kinked spring wire guide was not able to be confirmed by visual inspection of the customer supplied photo. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide bent during insertion. The issue occured with 3 devices on the same patient and a fourth attempt was successful. No patient harm was reported. The patient's condition is reported as fine. The additional devices are captured in MDR # 9680794-2022-00531 and 9680794-2022-00526.